Event description:
A hospital (B) (6) reported via our distributor that when the therapist was setting up an rt202 adult breathing circuit with the electrical adapter, they could not insert the electrical adapter into the end of the circuit because the pins were bent. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the electrical socket of the inspiratory tube. A visual inspection revealed that one of the heater wire pins inside the electrical socket was bent. This prevents the adaptor from connecting to the electrical socket during setup of the breathing circuit. A lot check revealed no other complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B) (4).